Manufacturer narrative:
The reported loss of capture and loss of sensing were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. The rv lead passed electrical testing, and no indication of conductor fractures or internal shorts were observed.

Event description:
During implant, loss of capture and loss of sensing were observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.